Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed."

Event description:
It was reported that a intima-ii 24gax0.75 in prn slm experienced a cracked catheter connector during use. The following was reported by the initial reporter: "the child was admitted to hospital for community-acquired pneumonia. The patient was given fluid infusion treatment. After puncture, blood oozed from the vein indwelling needle. After examination, small cracks were found in the y-shaped tube seat of the closed vein indwelling needle. A new set of indwelling needles was immediately used to re-puncture. It causes a second puncture."